Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented to the clinic on (B)(6) 2025 with a complaint of having no hearing performance with the device for two to three months.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. Reportedly the recipient suffered from an impact to the head two to three years ago, which led to an infection at the implant site and was resolved with medication. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user presented to the clinic on (B)(6) 2025 with a complaint of having no hearing performance with the device for two to three months.